Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the entire system was replaced. The ins would not be returned due to hospital policy. The rep tested the original lead and there were impedances ranging from 3900-10000 ohms. During the 'operating room', the wens did not work. The rep kept losing connection and was holding up the case. The rep used a different wens that worked perfectly. The wens that did not work was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had no stimulation sensation and impedances were >10,000 on left lead. The rep noted that the right lead was ok. The rep said the patient had no therapy/a loss of therapy after a fall. The rep indicated the left lead >10,000 and the right lead with electrodes 11 and 12 were 2000/2100 ohms, but electrodes 13,14 and 15 were around 1200 ohms. The rep said the patient was programmed primarily on the left lead. The patient indicated falling on (B)(6), but did not experience any stimulation changes until (B)(6). The patient attempted to reach the rep for reprogramming but at that time the ins was discharged and the rep indicated the ins needed charging first. The rep was instructed to try re-testing impedances at the 1.5 v range. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances and loss of therapy/change in stimulation may have been the fall. The rep reported that the patient was to be scheduled for a lead revision. The date was not known at this time. The issue wasn't resolved. No further complications were reported.